Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-03592. The patient has 2 occipital (off-label) scs leads from the same lot. It was reported the patient complained of burning, redness and warmth at the ipg pocket site regardless of stimulation in addition to pain at the scs lead site(s). The physician noted no redness or swelling at the pocket site. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.